Event description:
It was reported that the thread of the three screws are defective and that the abutment fractured at the screw. No impact on the patient reported. Screws and abutments were placed on Mai 205 and removed on (b)(6) 2026. Procedure was completed.This complaint refers to the fractured screw.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A4: Patient Weight unknown / not provided